Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient after a fall, patient experienced ineffective stimulation and lead diagnostics showed the lead had high impedances. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention wherein the lead was explanted and replaced.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to high impedance was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.